Manufacturer narrative:
One device was returned for analysis of complaint that the device is faulty. Investigation found a damaged (detached) downstream occlusion (dso) seal and the latch sensor was defective. These are reportable malfunctions that can interrupt therapy. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found damaged(detached) dso seal. The dso seal was replaced. Functional test was performed and found defective latch (latch sensor). The latch (latch sensor) was replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer.

Event description:
One device was returned for analysis of complaint that the device is faulty. Investigation found a damaged (detached) downstream occlusion (dso) seal and the latch sensor was defective. These are reportable malfunctions that can interrupt therapy.